Manufacturer narrative:
The user facility submitted medwatch # (B)(4) for this event. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found to deliver within specification during flow testing. The reported condition was not verified. No causality was identified and no correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused. It was reported that once the volume to be infused (vtbi) was re-entered into the pump it alarmed 45 minutes later stating the infusion was complete but there was still fluid remaining. The vtbi was set at 75ml, flow rate set for 50ml and the dose was continuous. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.